Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction or patient complication during the procedure. It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on september 05, 2017: the customer reported an increase in the number of patients experiencing dvts post procedure. The patients were treated with an anticoagulant. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). The unit was received in good condition. During assessment the laser was functionally tested per manufacturing procedures. The laser was fired at various power output settings and was within specifications. No defects were found with the laser. The error log was reviewed and no errors or faults were recorded. The unit meets all acceptance criteria. The customer's reported complaint description of patient's with dvts after a 1470 venacure laser treatment was confirmed based on information provided by the treating physician. None of the patients have been reported to have suffered any permanent harm. Hospitalization was not required for any of the patients. Although the complaint is confirmed a root cause cannot be determined. No issues or defects were found during functional testing. A dvt is a known anticipated procedural complication. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual, which is supplied to the user with this unit contains the following warnings and statements: "clinical warnings: as with any conventional surgical operations, adverse reactions may occur following treatment", "irradiation of any substance or material other than the target treatment of varicose veins and varicosities may result in a laser burn", "contraindications: the venacure 1470 laser is contraindicated for: · patients with thrombus in the vein segment to be treated · patients with an aneurysmal section in the vein segment to be treated · patients with peripheral artery disease as determined by an ankle-brachial", and, "potential complication: the potential for complications exists, including: · vessel perforation · thrombosis· pulmonary embolism· phlebitis·hematoma· infection· skin pigmentation alteration· neovascularization· paresthesia due to thermal damage of adjacent sensory nerves· anesthetic tumescence· non-target irradiation· hemorrhage· necrosis· dehp exposure· skin burns and pain(this is not an exhaustive list.)". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).